Event description:
The customer reported that the system shut down with no alarms while transporting. The device was in use at the time of the event, no patient or user harm reported. The user claimed that the device shut off while being used to transport a patient within the facility and did not alarm. The device then restarted with no alarms. The customer stated that the device had a 100a error code in the error log. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. No further assistance was documented regarding the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.